Event description:
A report was received that the patient underwent a lead explant procedure per physicians preference for an unknown patient issue. No device malfunction suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the reason for explant was due to patients other medical issues not related to scs.

Event description:
A report was received that the patient underwent a lead explant procedure per physicians preference for an unknown patient issue. No device malfunction suspected. The patient was doing well postoperatively.